Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm in zone 3. Aneurysm morphology was not reported. The iliac arteries were non-tortuous, non-calcified, and without thrombus. The pt had a synthetic bifurcated abdominal aortic graft with 8 mm-sized iliac limbs implanted previously. It was reported that the talent device was prepped according to the IFU, but when the device was inserted into the synthetic graft already present in the left common iliac artery, strong resistance was felt. The physician elected to remove the talent device from the pt and then inserted a 24 fr. Dilator to expand the synthetic graft in the common iliac artery. Then, an attempt was made to re-insert the talent delivery system in the left common iliac artery; however, again there was strong resistance at the iliac bifurcation. When the device was removed, damage/kinking of the outer sheath was noticed. The physician elected to exchange the first talent device with a second talent device; however, when attempting to insert the second device into the left common iliac artery, it also could not be advanced. The pt was left untreated, and the talent devices were discarded at the procedure.

Manufacturer narrative:
(B)(4). Eval, results & conclusions - (previously-implanted synthetic graft).